Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An overdischarge was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they saw the patient on (B)(6) 2021 to perform a physician recharge mode. The patient was able to resume normal recharging. Today, patient was stating that her device has not been helping with symptoms and that there is a por screen on patient programmer. When trying to interrogate with tablet, hcp gets searching for device. It was reviewed the ins was overdischarged.  After error was cleared, therapy screen showed that ins battery was ok and therapy was off. Upon turning therapy back on, patient stated discomfort.  It was noted that patient could not communicate with stimulator or recharge beginning of (B)(6) which was the reason that patient came to see hcp on (B)(6) 2021. The troubleshooting steps that were taken on the call resolved the issue.